Manufacturer narrative:
Engineering eval of the returned tibial insert noted pitting consistent with third body wear on the condyles and anterior surface. The bowtie effect was present on the anterior surface consistent with anterior impingement of the femoral component on the tibial post. The distal surface of the insert had light burnishing consistent with motion between the insert and the tibial tray. There was also bone cement lodged in the lateral condyle polyethylene. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision of total knee arthroplasty approx 2 years post operatively due to loosening.